Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested via phone on 08/21/2008, 09/03/2008, and via fax and mail on 08/21/2008. A completed questionnaire was received.

Event description:
Following bilateral intraocular lens (iol) implant surgery. A consumer reported that her vision is worse than it was before. She stated she is unable to read the buttons on her car, do computer work, or thread the needle on her sewing machine. She reported she is also unable to read books and the newspaper except headlines. Consumer stated use of reading glasses does not help her vision. The surgeon reported a limbal relaxing incision was performed on the patient during surgery. He stated the patient has some unwanted aberrations; however, outcome of the event was "excellent". There are two medical device reports associated with these events. This report is for the left eye.